Event description:
It was reported that upon deployment of the filter, the pusher wire would not disengage from the apex of the filter. The physician attempted to manipulate the delivery system to release the filter, but this was unsuccessful. The physician then advanced an introducer sheath to the level of the filter and was able to separate the filter from the pusher wire. The intended site of implant was l2/l3; however, after deployment, imaging demonstrated that the filter was at the level of l4/l5 and appeared to be tilted. The filter was successfully removed, and a second ivc filter was implanted.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot #. The event investigation is currently underway.